Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The patient tests his blood glucose 5-6 times a day. He typically tests before each meal and at bedtime. He takes a set dose of 20 units 70/30 insulin every morning and 15 units at bedtime. During the day, the pt takes the 70/30 insulin on a sliding-scale based on his meter readings. On an unspecified day during the week of nine days earlier, the pt stated that he got a before lunch meter reading of "230 or 240 mg/dl." The patient ate lunch and took 10 units of sliding-scale 70/30 insulin based on the meter reading. After taking the insulin, the pt developed symptoms of feeling weak and shaky. He could not remember what time he started feeling the symptoms but claimed that he took too much insulin based on the "230 or 240 mg/dl" meter reading. The pt stated that he tested his blood glucose while having the symptoms but he could not recall what result he obtained. He could not remember if it read high or low. The pt administered self-care by drinking juice and eating food. When he started feeling better, he retested his blood glucose and got a result of "89 or 90 mg/dl." The pt denied seeking or receiving medical intervention from a health care provider. He also was not tested on another device. While speaking to the customer care advocate (cca), he was not willing to answer further questions and said that he did not "have time for all this." The pt just wanted his meter replaced. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that he developed symptoms that can be suggestive of hypoglycemia after taking insulin based on an inaccurate high meter result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.